Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6): product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6): analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed an intermittent no device found message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that they were getting a white screen on their controller when trying to charge their ins. Pt said they then took the battery out of the controller to reset, started charging again and could only get the ins charged to 80%. Pt mentioned seeing the no device found screen as well. No symptoms were reported. Additional information was received. It was reported that the last few nights, they were having trouble recharging their ins. Pt stated that in january they got a new controller. Pt stated that maybe about a week after they received the replacement controller, they were recharging the ins when the controller screen went white. Pt stated that they reset the controller, however now they couldn't fully recharge the ins to 100%. Pt stated that it would take a long time to recharge the ins, but that then sometimes it wouldn't take a long time. Pt stated that the last two nights, the ins would recharge up to 80% or 90% but the controller would be down to 30% or 40%; pt stated that it would take like an hour and a half to two hours to get to that point. Pt confirmed that there were no issues with recharging the controller from the power supply. Pt stated that sometimes the recharger (rtm) would get hot while recharging the ins. Pt confirmed that no error messages appeared while recharging the ins. Pt stated that when recharging the ins, all of a sudden the controller would say to check the controller and to check the rtm position when they hadn't even moved. Pt confirmed that the rtm was not loose when connected to the controller. When asked for the event date, pt stated that sometimes the ins would recharge, however if they sat down then the ins didn't want to charge right. Pt stated that the rtm would be right over the ins and the ins would stop recharging when they hadn't moved, so they would mess with the equipment and then recharging good would be indicated, then recharging excellent would be indicated, and then the ins would not be charging at all. It was attempted to clarify the event date again with the pt, however pt stated that last night and the night before they had trouble recharging the ins and that the day before they were walking around while recharging the ins, so it seemed like the issue was more when they were sitting down; pt stated that they couldn't sit down when recharging the ins when they were able to do so before. The issue was not resolved. No symptoms were reported. 2022-mar-14 rpl 335776 (con, rep): additional information was received from the patient and a manufacturer representative. It was reported that they got the replacement recharger antenna and still their controller went white/blank when charging their ins. Pt also said they had to remain mobile and could not sit down while charging because their ins would stop charging when they sat down. Pt had been performing multiple li battery pack resets to get the ins to charge. Pt specifically mentioned performing li battery pack resets this year on 04 march, 09 march, 11 march, and 12 march. Pt mentioned the charge duration had also increased to 1-2 hours tocharge the ins. Consulted the repair department and repair agent suggested the pt visit with their manufacturer representative (rep) and healthcare provider (hcp). Pt was redirected to their hcp for further assistance. The rep called in 2 days later and reported rm06 and that the pt is having charging issues. The rep noted that she is looking at data from tablet and the pt's charging is becoming increasingly more difficult with fair/good quality. The pt said this has been going on for two months or so. They noted at end of the call while with the pt that the controller appeared to be stuck on 'checking recharge quality'. A replacement rtm was sent to the patient. No symptoms were reported. 2022-03-18 rtg0281670(con): pt called back stating they continued to have problems charging their implant battery. Pt got a code on tuesday and they finally got the new rtm today. Pt noted their implant charged from 50% to 70% from 1:53pm to 3:10 while sitting down. When pt sat up they were able to charge their implant to 90%. Pt mentioned already reported event of they had to stand or walk when recharging ins to charge right. Pt noted their right foot will swells since they have to charge standing up. Ps reviewed and pt was redirected to their hcp and representative becky parks. Pt noted they had been telling their rep it was an ins issue and not a controller issue. See rtg0272745, rtg0230666, rtg0260992 and rtg0205702 for the report of pt getting a new rtm in february and november and for getting a new controller in november and january. 2022-apr-05 rtg0281670 (con.): additional information received from the patient. It was reported that the patient was on vacation and they not bring their belt with them to charge. They met with a representative and they were able to get the ins charged without the belt. They were charging the ins for one hour and the ins only went up to 60% and the screen went from "good" to "excellent," to "reposition recharger" and they were not moving. They were very frustrated because they were trying to be on vacation. The patient had to sit for one hour messing with the device to charge the ins. While on the call, the screen was bouncing back and forth with "good," "excellent," "reposition recharger" and they were not moving and the ins was still at 60% and the controller was at 70%. The patient did not have any recent falls or trauma. The recharger was not damaged. The patient was advised to follow up with their healthc are provider and a replacement recharging belt was requested. 2022-04-18 e1,e2: additional information was received. It was reported there was no issue, the manufacturer representative was able to easily charge in under one hour with no difficulty. No action was taken.